Event description:
The patient had full resolution of symptoms after the device was implant until a few months ago. She mainly has left foot dystonia which was ¿really coming back¿ and ¿quite difficult¿. Her impedances have not changed and there have been very little changes in the stimulation perimeters since implant, the voltage was increased a little bit for a while. It was noted that the patient¿s physician would like medical literature regarding if the lead can get pulled up/migrate as young patient gets older and the skull completely fuses. It was reported that a patient with bilateral implants for dystonia had good outcomes until the past few months. It was stated that her left foot dystonia was coming back. It was mentioned that the healthcare provider (hcp) had heard that it was possible for the lead to be ¿pulled up as the skull became fully fused¿ in the young population. The health care provider confirmed that they were unsure what the cause of the event was. Other configurations were being tried. The device was reprogrammed on (B)(6) 2013. The patient outcome was noted as no injury. It was later reported that there was a loss of therapeutic effect. It was noted that since about 3 weeks prior to the date of this report the patient was having trouble holding up her head, was walking with a cane and her foot was turning in which was causing her to trip over her foot. It was noted that on (B)(6) 2014, the patient had fallen and may have broken her foot. Patient had dystonia on the left side and it was noted that the lead on that side was programmer to allow therapeutic relief. The right lead had one broken electrode after initial implant but the broken contact was discovered after surgery. About a year prior to (B)(6) 2014, the patient had fallen and hit her head and another electrode broke. It was noted that this was discovered in (B)(6) 2014. The right side was barely turned on since it did not affect patient¿s dystonia. Both of the broken electrodes were on the right side. The patient felt shocking sensation in her neck once or twice. There was no known accident or incident related to the complaint. Patient¿s status was unknown. The patient was going to see their healthcare professional on friday (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-28, lot# v373403, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-28, lot# v373403, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-28, lot# v373403, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-28, lot# v373403, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-28, lot# v373403, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-28, lot# v373403, implanted: (B)(6) 2012, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3389s-28, lot# v373403, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-28, lot# v373403, implanted: (B)(6) 2012, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that there were intermittent pains at the site of the implantable neurostimulator (ins)/extension site. There was not a clear pattern and sometimes it happened with the patient smiled. The patient experienced the painful feeling about 5 times a day. Palpating the device had caused it to be irritated but not the same type of painful sensation that the patient had otherwise noticed. They were using 02 which had impedances in the normal range. All pairs with 1 and 3 were high in the 20,000-30,000 ohms range but they had never used those electrodes. The healthcare professional was clinically unsure if the stimulator was necessary as the symptoms on the other side were more serious. The lead had had high impedance since implant and had continued to get worse over time. The patient was experiencing an intermittent burning/shocking sensation at the ins pocket site. X-ray was done. The left globus pallidus (gpi) stimulator was implanted on (B)(6) 2012, 100% used, voltage was 2.94, impedance was 1174 and current was 1.941ma. The device was programmed to 0+2-, amplitude of 2.2 volts, pulse width of 90, rate of 140 and they were on group a. Impedance at 3.0v was c/1-31535, c/3-30922, 0/1-31535, 0/3-30922, 1/2-28435, 1/3-23585, 2/3-30922, c/0-852 and c/2-808 ohms. The patient was scheduled to have the device replaced and possible investigation of the lead/extension connection. There was a product issue and it was resolved and the cause was not determined. Patient's medical history included dystonia and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the conductor on the extension body was broken less than 5 cm from the proximal end. The #1 and #3 circuits were broken 2.8 cm from the proximal end.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the patient had parasthesias and dysesthesia issues in (B)(6) 2015.

Event description:
Additional information received reported that high impedances were measured on the left extension when the implantable neurostimulators (ins) were being replaced for normal battery depletion. The following impedances were measured: c-1 = 30,624 ohms, c-3 = 32,501 ohms, 0-1 = 30 ,332 ohms, 0-3 = 32,501 ohms, 1-2 = 28,952 ohms, 1-3 = 28,691 ohms, and 2-3 = 32,173 ohms. During the ins replacement, the left lead was disconnected and impedances of the lead were measured to be normal. The left extension was replaced and after the replacement, all impedances were measured to be normal.